Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced foreign matter contaminated. The following information was provided by the initial reporter, translated from japanese to english: multiple black fms were found to be adhering to the housing surface before use.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened q-syte unit from lot number 1293668. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that black specks of foreign material (fm) were embedded in the bottom body. There was no foreign matter found in the fluid path. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced foreign matter contaminated. The following information was provided by the initial reporter, translated from japanese to english: multiple black fms were found to be adhering to the housing surface before use.